Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold crease, yellow particles/white calcification in the surface of the shell, wear abrasion and an opening. A microscopic analysis was performed which identified a sharp opening on the posterior, non-penetrating nick and puncture opening on the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the posterior side as to an unidentified (tear) opening, and non-penetrating nicks and puncture opening on the anterior assessed as surgical damage-like.